Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2015 with the following findings: unable to duplicate the complaint. No defect was found. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs with no eaw¿s. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 525 mg/dl with increased thirst and extreme drowsiness. Patient required no unusual treatment. During troubleshooting, customer support (cs) found that the pump was not calculating the recommended bolus total correctly. Cs advised patient a new pump would be provided. This complaint is being reported as the pump was not calculating the bolus correctly and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.